Event description:
It was reported to philips that the fluoroscopy images were noisy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and continued after transferring the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy images had artifact. The fse checked the logfile and found arcing error. Upon functional testing, the fse checked the high-voltage cable and found that the cable was loose, and the anode terminal had arcing. To resolve the issue, the fse re-plugged the high-voltage cable. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.